Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, a segment of the led display was not illuminating correctly. The ui board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over ten (10) months with no previous reported issues related to this reported event. Initial reporter name exceeded the maximum allowable characters, name is as follows: (B)(6).

Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported a missing segment on the bpm parameter display. No consequences or impact to patient was reported.